Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator showed a flashing yellow call doctor and started smelling smoke. A boston scientific company representative advised the patient to leave the communicator unplugged. The patient was referred to the clinic. The communicator issue was not resolved. A new communicator and a return label were sent. No adverse patient effects reported.